Manufacturer narrative:
The reported failure was confirmed through analysis. Visual inspection revealed dried saline on the luer and handle. Dried body fluid was also present on the shaft and tip. Continuity checks revealed no electrical opens or shorts and all electrode, thermocouple, and magnetic sensor resistances measured were in specifications and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray examination showed an abnormal twist in the magnetic sensor approximately near the distal tip. Dissection revealed dried saline inside the tubing in the area of the electrode rings. No body fluid was present. The insulation of both proximal shaft wires were compromised, and bare metal was exposed. The guide coil coating was intact in this region of the shaft. Bubbles were observed coming from the proximal end of the tip when the distal end was submerged in deionized water. A leak in the distal end that is most likely in the polyimide tubing was identified during analysis. Fluid ingress is the most likely reason for the tracking issues reported by the field. With the following results: a leak in the distal end that is most likely in the polyimide tubing was identified during analysis. Fluid ingress is the most likely reason for the tracking issues reported by the field.

Event description:
Reportable based on device analysis completed on march 10 2020. It was reported that intermittent tracking issues were observed. During an pulmonary vein isolation ablation procedure to treat atrial fibrillation an intellanav mifi open-irrigated catheter was selected for use. The tracking of the catheter location was intermittently flashing and shifting across the screen. The issue disappeared after turning off the ablation generator, however, the issue reoccurs once the generator is re-started. The procedure was completed with a different catheter of a different model. No patient complications were reported and the patient's current condition is fine. However, device analysis revealed a leak in the distal end of the catheter.